Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed, as the device is functioning properly. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the device is functioning to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated product is in process of being returned to zimmer biomet for investigation. The investigation is in process; once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the alignment guide was cross threaded which caused alignment rod to stick in the guide. This happened during set-up of surgery. There was no impact on the surgery or the patient.